Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: benyan, as., korymasov, ea. And pushkin, s.yu. (2016), ribs osteosynthesis in patients with isolated and combined chest trauma, journal article, vol. 4, pages 26-33 (russia). The purpose of this study is to evaluate the efficacy of rib osteosynthesis in individuals suffering from isolated chest traumas and those with dominant chest injuries accompanied by combined traumas. Between 2011 and 2014, a total of 59 patients (44 male and 15 female) with a mean age of 48.1 years (range, 17-76 years) underwent rib osteosynthesis. 30 patients had isolated chest traumas, while 29 patients had combined injuries with dominant chest traumas. Rib fractures were fixed using unknown synthes matrixrib system. The patients underwent a follow-up x-ray examination at the time of discharge. The following complications were reported as follows: 1 patient had septicemia and pneumonia. 2 patients had postoperative pleurisy and empyema. 1 patient had postoperative wound suppuration. 3 patients with combined injuries needed secondary surgical intervention due to suppurative-septic complications. Serious injuries to other organs (severe craniocerebral trauma) was reported on 2 cases. 1 case of abdominal trauma. 1 case of bilateral pneumonia with pleural empyema. 1 patient had a plate fracture. This report is for an unknown synthes matrixrib plate. This is report 3 of 3 for (B)(4).